Manufacturer narrative:
Additional information provided in b.5. And h.10. Additional information was received following submission of the initial report, this does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens and this does not meet reporting criteria as a serious injury. The manufacturer internal reference number is: (B)(6).

Event description:
Additional information was received indicating that the lens power was off by .5 diopters and the lens model identical to the initial lens.

Manufacturer narrative:
The product was not returned. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported that a patient was not refracting well 30 days post intraocular lens (iol) implantation. It was indicated that cylinder was present and the iol needed to be rotated. The lens was exchanged. Additional information has been requested.